Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified vessel. A 2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 10atm for 30 seconds. The device was removed from the patient's body without any problem. The procedure was completed with a different device. There were no patient complications reported.